Manufacturer narrative:
The event occurred in india. It was reported that the rotaflow console cannot display the flow rate in the lpm (liters per minute) display. The failure occurred during use and the device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. The patient data was requested on 2024-12-05 but the customer not provided any details due to hospital protocols. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6) and the reported failure could be confirmed. The contact creme on the drive was applied irregularly which led to the reported failure. The contact creme was applied according to the instruction for use (IFU) which solved the problem. No parts has been replaced. The customer was advised to apply the contact creme as it is described in the IFU. Based in the investigation results at this time the reported failure could be confirmed and the most probable root cause for the reported failure could be determined as an incorrect application of the contact creme. The review of the non-conformities has been performed on 2024-12-02 for the period of 2021-04-28 to 2024-11-30. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2021-04-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.1 apply ultrasonic contact cream to both sides (left and right) around the outlet of the rotaflow centrifugal pump. Both sides must be completely covered with the ultrasonic contact cream. Chapter 6.2 the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. Complete reapplication in less than 60 seconds. If relevant information becomes available at a later stage (complaint closed), the complaint will be reopened and the new relevant information will be reviewed and included into the investigation. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the india market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for rotaflow with catalog number 701043291. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in india. It was reported that the rotaflow console cannot display the flow rate in the lpm (liters per minute) display. The failure occurred during use and the device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. Complaint ID: (B)(4).